Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2021. During the procedure, it was noticed that a band was prematurely deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a150103 captures the reportable event of bands premature deployment. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted trip wire was secured and the slack was correctly taken up. The ligator head returned with 3 bands attached and they were moved out of their original positions. The suture thread was intact, and it was attached to the distal trip wire loop. Microscopic examination was performed, and it was found that one band was damaged and the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problem with the device were noted. The reported event was confirmed. The bands were moved from their original positions indicating a deployment problem possibly related to the damages observed on the ligator head teeth. This damage could have been caused by user manipulation while setting up the device and/or some extra tension applied to the whole device that caused the ligator head teeth to bend and damage to the bands. Once the ligator head teeth are damaged the suture thread can experience difficulty releasing the bands and result in the movement of the bands and deployment problem. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4) captures the reportable event of bands premature deployment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noticed that a band was prematurely deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.